Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an abre stent was used to treat the patient. During procedure patient suffered total occlusion of right common iliac vein. At start of procedure right common iliac vein had no disease/stenosis. During placement of abre stent in left common iliac vein, slightly in to inferior vena cava, it dropped into right common iliac vein and caused total occlusion of right common iliac vein. Thus, requiring stenting of right common iliac vein with abre stent. Patient recovered with sequalae.

Manufacturer narrative:
Update received 19th sep 2025: left common iliac vein stent dropped and was touching contralateral wall of right common iliac vein. This caused flow disturbance. Due to the potential flow disturbance, the decision was made to stent the right common iliac vein. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received on 04 aug 2025: stent displacement during procedure occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.